Event description:
During a suctioning procedure, the trach care detached from the thumb valve. No adverse events, patient injury or medical intervention were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.